Event description:
It was reported the devices were used during a vats procedure. It was reported the surgeon used the ez45 and the cartridge fell out before he fired the first time. Surgeon then opened a 35mm device (ets) and the first firing was fine. The 2nd and 3rd firing, the device was "tough" to fire, but the staples formed correctly. The fourth time the surgeon said it was very tough to squeeze the firing trigger. The device did fire and the case was completed with this device. There was no consequence to the pt.